Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient was treated in the emergency room for blood glucose (bg) over 30mg/dl with symptoms of dehydration associated with an intermittent power issue. The patient reportedly remained on the pump and was treated with insulin via the pump. The intermittent power issue reportedly began on (B)(6) 2016 after the patient had fallen into water. The reporter stated that after the incident over the past few days the patient's bg kept rising and the pump rebooted multiple times. The reporter stated that the checked the battery after multiple reboots and found that the battery had corroded and that there was moisture/corrosion in the battery compartment. The reporter denied any physical damage to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.